Event description:
It was reported that the device's large keypad does not function. Only the power button works. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The system pcb to interface pcb cable assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.